Manufacturer narrative:
Since product was not returned, extended investigation for the insertion-13 complaint and determined that there was no indication that the product did not meet specification. No product was returned for this complaint. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Reviews were performed for DHR libre sensor kit, and the DHR showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed and showed no trips for insertion-13 and libre sensors. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 7 days of wearing the sensor, she experienced symptoms described as "wet skin, red, itching". Customer self-treated with bepanthen (moisturizing repair cream) and had contact with a healthcare professional who prescribed an unspecified cortisone cream for treatment of the sensor site. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 7 days of wearing the sensor, she experienced symptoms described as "wet skin, red, itching". Customer self-treated with bepanthen (moisturizing repair cream) and had contact with a healthcare professional who prescribed an unspecified cortisone cream for treatment of the sensor site. No additional treatment was reported. There was no report of death or permanent injury associated with this event.